Event description:
It was reported that the sensing integrity counter caused the patient alert tone to trigger. Intermittent t-wave oversensing was noted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the sensing integrity counter caused the patient alert tone to trigger. Intermittent t-wave oversensing was noted. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had a confirmed fracture and had high impedance. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv and superior vena cava (svc) coils were both fractured and the lead had exhibited noise.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.